Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (10 mg/ml at 7.993 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the empty pump alarm was occurring. It had begun earlier in the day. It was unknown if the patient had missed a refill. The patient had no symptoms. No further patient complications have been reported as a result of this event.